Event description:
This patient had breast augmentation in september, 1977. She had developed multiple complications including graves disease and multiple joint problems. The patient had bilateral periprosthetic capsulectomy with removal of the implants. The right implant as described by the physician was ruptured while the left implant was intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was destroyed/disposed of.